Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed inappropriate backup mode on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition is stable.